Manufacturer narrative:
The information provided indicates that the sample is expected to be returned for analysis. If the sample is returned, a summary of the analysis will be provided in a supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer alleged that outside box/package was labeled with pn# 4cn65h but the actual product in the box was pn# 4un65h. There was no patient involvement. No additional information was provided however; the sample is expected to be returned for analysis.